Manufacturer narrative:
(B)(4). The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported that the handpiece is cracked. It was unknown how the handpiece was cracked or if a procedure was involved. There were no patient consequences reported.